Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) shut down the station, reseated all cables to drawer 2.2, and then successfully recovered the drawer along with several cubies that failed. The hardware test application was run to verify proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 pocket a4 failed. There are narcotics needed for patients. The pharmacy technician attempted to recover the drawer but was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.